Manufacturer narrative:
We haven't received the product back for further investigation. The customer stated that, they will provide the affected device after finalizing the investigation, if requested by the competent authorities. The customer has however, provided pictures of the product in question and, we used these pictures for our investigation. In the investigation, it was found that the rocker arm was installed 180° rotated to the extension device. Because of this twisted mounting position, there was a potential for a collision between the rocker arm and the holm. Therefore, the lever could potentially not be locked and secured properly. As an immediate measure, the complete stock of the part 1419.01hc at maquet were checked. There are no incorrectly mounted rocker arms at maquet. Furthermore, we checked the documents and re-trained the two responsible employees from the assembly line. We checked the complaint database and no repetition of the described error were found. This is an isolated error/incident. Maquet (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report.

Event description:
The customer reported that during a surgery, when the surgeon was applying traction, the brackets of the extension device pulled out of the table. As a result, the patient fell from the table. No serious injury was reported to maquet. (B)(4).